Event description:
The report stated that the device jaws would not open after sealing tissue. The device jaws locked shut again after removing the device from tissue. No other pertinent information was available from the site. The incident device was returned and upon evaluation on 08/14/2008, a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
Date of initial report : 08/20/2008. The knife protruding from the jaws of the device was inspected and it was found that the webbings were bent. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter. Otherwise the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw design to increase the blade retention within the manufactured before these changes were implemented.